Event description:
It was reported that in ukr case the system logged out of case when going from planning the tibia to burring the femur. It could not be seen anything past the gap balancing screen. The navio screen turned white and went back to the patient case login screen. Recalibrated the hand piece and resumed procedure. After resuming procedure, the navio went to the planning screen where adjustments were made given that it reset the implant position, and were able to complete the procedure. The patient was not harmed.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment when the navio software logged out of the case when going from planning the tibia to burring the femur. Nothing could be sees beyond the gap balancing screen. Case log files were returned for evaluation. DHR review found that the software version 5.2.05 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed a segmentation fault occurring during the tibia implant placement screen that caused the crash. The malfunction was due to a software failure.